Event description:
The customer reported obtaining high patient results for sodium and potassium on their dxc 700 au clinical chemistry analyzer. Patient results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified multiple hardware parts malfunctioned. The fse replaced the ise tubing and the reference electrode valve to resolve the issue. Fse performed cleaning and verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).